Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable causes of the alleged failure can't see through scope is due to image cloudy after clean objective lens image c08 - optical problem identified. The most probable cause of this complaint is traced to d02 - cause traced to component failure expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the rhino-laryngofiberscope exhibited clean residue on the lens. There were no reports of patient involvement.